Manufacturer narrative:
B3: event date was unknown; no information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The leakage of liquid was reported at the tube-to-connector junction. The issue was observed prior to patient use; however, it is considered reportable as leakage could potentially result in exposure of the patient and/or clinician to blood or drug and no additional adverse consequences were identified.